Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.